Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a significant morphology change. Due to this, low amplitude was observed which led to the device exhibiting oversensing. Eventually, p-wave and t-wave oversensing was observed which led to an inappropriate shock. It is suspected that the device is also exhibiting undersensing. The patient was brought for a follow up and the signals could not be reproduced. Additionally, the patient experienced a ventricular tachycardia storm in which the patient received a shock. It was unclear the sensing situation of the system. Troubleshooting was requested to technical services. At this time, no change shave been performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a significant morphology change. Due to this, low amplitude was observed which led to the device exhibiting oversensing. Eventually, p-wave and t-wave oversensing was observed which led to an inappropriate shock. It is suspected that the device is also exhibiting undersensing. The patient was brought for a follow up and the signals could not be reproduced. Additionally, the patient experienced a ventricular tachycardia storm in which the patient received a shock. It was unclear the sensing situation of the system. Troubleshooting was requested to technical services. At this time, no change shave been performed. This system remains in service. No further adverse patient effects were reported.